Event description:
The customer reported the device would not turn on when using ac power. There was no reported adverse pt impact where the device was not needed for treatment or therapy.

Manufacturer narrative:
(B)(4). The customer isolated the issue to the ac power module. Note the ac power module was over 5 years old. The customer will order a replacement ac power module to resolve the issue. The device remains at the customer site. We will consider this a malfunction of the ac power module where the device did not turn up when using ac power.